Manufacturer narrative:
One empty, used pump was rec'd for evaluation and investigation. The pump was refilled with normal saline solution to the nominal fill volume of 400 ml and a flow rate accuracy test was performed. The flow accuracy test results were found to be within the specification. Based on the test results, the reported complaint was not confirmed. The complaint incident indicated that the red tab prime key was not removed prior to use. The directions for use (dfu) (pn 1305121, rev. B) states: "remove the red holding tab by pulling straight out. It is important to remove red tab completely and ensure it does not break. The pca button will return to its upper most position allowing the bolus device to fill." The device history record was reviewed for the lot and all manufacturing operations were found to be within specification. A review of the lot history found no confirmed complaints for fast flow for the reported lot number.

Event description:
Pump was setup with a flow rate of 4 ml per hour and connected to the pt although the pca unit was not activated at the time. The red tag on the pca unit was removed the following morning at about 9:30 on the (B)(6), 2010 when the specialist pain nurse noticed that more medication had been infused than was expected. No adverse event occurred.